Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the battery terminals damaged, was confirmed when the returned pack was evaluated. The battery terminals on the returned pack were damaged due to fluid ingress. Three out of the seven battery terminals were damaged with discoloration markings and missing plating. The customer reported that one terminal had metal (plating) missing. Despite the damage to the pack terminals, the pack was operational and had typical battery capacity when checked. The pack had 2 usage cycles on it. The pack was accepted for charge in a heartmate charger. The pack was able to power a heartmate lvad when operationally checked. The pack fuel gauge parameters were typical of an in-use pack. The pack capacity was checked at the maximum load with an electronic load-based test system; the run-time capacity was in-line with typical battery pack capacities and exceeded the design specification. Maintenance of heartmate clips and batteries periodically and prior to use is specified the heartmate 3 lvas instructions for use (IFU) (p.8-8 - caring for heartmate batteries and clips) and the heartmate 3 lvas patient handbook (p.248 - caring for heartmate batteries and clips). These documents also address keeping the batteries clean and dry to prevent damage. Warnings and cautions about getting the heartmate 3 lvas components wet are documented in the heartmate 3 lvas patient handbook ( p.140 caring for the driveline; p.145 showering). The pack was received into stock on (B)(6) 2021. The pack was sent to the customer on (B)(6) 2021. The manufacturing date on the pack label was jul 29, 2021; the pack expiration date would be jul 29, 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the equipment manger checked the equipment and noticed a piece of the metal on one of the battery's terminals was missing.